Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: g3; h2; h3; h6. The instrument was returned for investigation and the event can be confirmed as the reamer is fractured in the cutting area. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and the part and lot combination. Complaints are monitored per complaint trending process in order to identify potential adverse trends. The event can be confirmed. However, with the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information at this time.

Manufacturer narrative:
Cmp-(B)(4). G2: foreign: south africa. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a primary procedure the lag screw reamer tip broke off and a small piece was left inside the patient. There was approximately 15 min delay in the procedure, the surgical technique was followed. Due diligence has been completed for this complaint; to date all available additional information has been received.